Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed the returned device to be in okay condition and the top case was found cracked. A review of the device history log found that a check clutch error had occurred. Further review found that the clutch had been released during an infusion. During function flow and occlusion tests, the check clutch error was unable to be duplicated. Investigation determined that the root cause of the check clutch alarm was the improper release of the clutch during an infusion. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch alarm. No patient injury was reported.